Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the device and verified the customer reported complaint. The cse replaced the backlight inverter to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that, the ventilator graphic user interface (gui) upper screen was black. Although requested, patient involvement is unknown.